Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred two weeks prior, at 7:00 am. The day prior to original date at 6:30 am, she reportedly started experiencing symptoms of blurry vision, sweaty, and dizzy. The pt ate more food/drink (toast and juice) and felt better. She did not receive medical attn. At the time of troubleshooting, it was verified that this was not a new prod. The pt was using the correct test strips and based on the info provided, there was no misuse of the prod. The meter turned on when the power button was pressed and also when the test strip was inserted all the way into the test strip port. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She reportedly treated herself with food/drink. The alleged issue was resolved without troubleshooting. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.